Event description:
The hcp reported the pt was experiencing a lack of response to the medication - unable to get spasticity relief. A catheter study was done that demonstrated inability to see the contrast. The pump was explanted after an implant duration of 11 months. It was replaced and returned to the manufacturer for analysis. The pt outcome was reported as spasticity reduction returned.